Event description:
Nurse report: pump was programmed to run medication over 1 hour using the pre-programmed settings available in the pump library via central line infusion. Medication in bag prior to infusion appeared to be intact and untampered with. Medication infused completely within 15 minutes. Verification of medication was completed by the charge nurse and another floor nurse. Physician was notified. Patient is on telemetry. Interview with rn via email: pump was at an "appropriate level" below medication. "No" to the question, "was it possible that the 10:30 potassium chloride bag ran by gravity for a short time while it was being switched out of the pump due to unclamped lines?" Notes from pump dump log report and baxter gateway: potassium chloride 20 meq/50 ml programmed correctly with flow rate of 50 ml/hr. 9:27 am (14:25 gmt): pump run 50 ml/hr. Vtbi 50 ml. 9:53 am: pump stop. Air-in-line! - given 21.4 ml rather than one hour, the infusion completed in 28 minutes. 10:27 am (15:27 gmt): pump run 50 ml/hr. Vtbi 50 ml. 10:43 pump stop. Air-in-line! - given 12.8 ml rather than one hour, the infusion completed in 15 minutes. Potassium protocol in place to increase potassium to 4.0. Patient's potassium was 3.7 prior to replacement (06:19) and 3.8 following replacement (11:54). Patient's potassium was checked per protocol 1 hour following replacement infusions. Potassium level had only increased to 3.8. An additional 40 meq potassium chloride were administered via central line, then recheck was 4.7. Our staff are required to use an infusion pump to avoid rapid infusion of intravenous potassium. According to uptodate (2024): use of an infusion pump is preferred to prevent overly rapid potassium administration in any intravenous container with more than 40 meq of potassium or if the desired rate of potassium administration is more than 10 meq/hour.